Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported the patient was not receiving adequate relief from the stimulator despite having many reprogramming. The patient was reprogrammed multiple times, but no progress was made and the reprogramming was not successful. The patient's system was explanted. The reprogramming dates were unknown and the issue was not resolved at the time of the report. No device issues were alleged regarding this event. If additional information is received, a follow-up report will be sent.